Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer and investigated by product analysis on 08/09/2017 with the following findings: on investigation, all the keypad buttons had normal response when tested. Investigation did not duplicate the complaint. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons.